Event description:
I fell and shattered my left femur 3 inches above the knee while away from home on (B)(6) 2017. An ambulance took me to the ER at a hospital 50 miles away where I could receive proper care for my leg. On (B)(6) 2017 an orthopaedic surgeon did my surgery using a bone graph and a synthesis 8 hole titanium lateral periarticular locking plate. For 7 weeks I was non weight bearing. After 7 weeks I could put up to one third of my weight on my leg while using a wheelchair and walker. The fracture healed. On (B)(6) 2017 while using my walker I had pain above my left knee while walking up the wheel chair ramp. By the next day the pain was worse and had considerable swelling. I contacted my surgeon and went to his office on (B)(6) 2017. X-rays disclosed the titanium plate had broken and had re-broken my leg. On (B)(6) 2017 my surgeon did surgery to remove the broken plate and stabilize my leg fracture. Now I am back to a wheelchair, non weight bearing for at least 11 weeks, using a gregg locking brace for stabilization of my leg. At the time of this second surgery a synthesis 13mm titanium cannulated retrograde femoral nail was inserted to stabilize my leg.